Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown error message occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure.